Event description:
It was reported by the patient that the pump infused too fast, finishing a few hours before 24 hours.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. The device involved in this complaint has not yet been received for evaluation. The information provided indicated that the pump infused too quickly. No other information was provided, including the lot number. Requests have been made for additional information. When additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.